Manufacturer narrative:
Attempts to obtain additional information were unsuccessful. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular lead was explanted and replaced due to an unspecific product performance issue. Attempts to obtain additional information were unsuccessful. This lead is not expected to be returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular lead was explanted and replaced due to an unspecific product performance issue. Attempts to obtain additional information were unsuccessful. This lead was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Attempts to obtain additional information were unsuccessful. If information is provided in the future, a supplemental report will be issued. The product was returned and analyzed. This lead was returned to boston scientific post market quality assurance laboratory destroyed in 3 segments of different lengths. Extremely stretched and deformed conductor coils were noted in several places. Cuts, tears, punctures and electrocautery damage was noted in the insulation. Suture tied tight onto the lead body for extraction purposes.the lead was pulled to the point of fracture on the tip segment, anode. Laboratory analysis was unable to confirm any unspecific product performance issue. Analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use.